Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rect0645 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rect0645) have been reported from the same facility.

Event description:
It was reported by a rn at the facility that twice the guidewire of the accucath has gotten stuck in the patient. It was stated the rn was not able to retract the guidewire back into the handle. It was stated another rn at the facility experienced the same issue a week prior. This report addresses the first device.

Manufacturer narrative:
The complaint of device placement complications was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. The sample was received with the safety button depressed and the needle fully withdrawn into the housing. The catheter overlaid the guidewire. Blood residue was observed throughout the catheter. Multiple bends, kinks and regions of buckling were observed along the length of the catheter. Microscopic inspection of the catheter tip revealed abundant deformation. The tip edges flared outward and the catheter material was buckled. Following removal of the catheter, microscopic inspection of the guidewire did not reveal any damage or defects. The coil was intact and unremarkable. Advancement and retraction of the guidewire was unremarkable. Microscopic inspection of the needle tip and flash port was unremarkable. The extensive catheter deformation was consistent with damage caused by attempted advancement against resistance following retraction of the needle. The blood residue indicated that advancement occurred during attempted device placement. A lot history review (lhr) of rect0645 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rect0645) have been reported from the same facility.

Event description:
It was reported by a rn at the facility that twice the guidewire of the accucath has gotten stuck in the patient. It was stated the rn was not able to retract the guidewire back into the handle. It was stated another rn at the facility experienced the same issue a week prior. This report addresses the first device.